Event description:
A patient with glaucoma reported to the physician that their vision looks like a wagon wheel or ferris wheel with spokes coming out of the light source circumferentially and ending in a bright ring of light. As a result, the patient is requesting a lens exchange. The patient has a different lens in the other eye without similar symptoms and have a normal 4 mm pupil in mesopic condition. The patient feels it is dangerous to drive at night and has greatly impacted their lifestyle. The patient has no problems in daylight and only has symptoms in the dark. The doctor stated that the patient has a plate haptic lens in the other eye without a problem. Pupils at 5+mm in dim light. Alphagan helps but patient finds it irritating. The doctor believes the patient's symptoms are attributable to the lens.

Manufacturer narrative:
(B)(4). At the time of the report the lens remained implanted. Prior to market release the lens met all manufacturing requirements. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
(B)(6).